Event description:
Clinical patient ((B)(6)) was revised to address excessive poly wear, osteolysis, and loosening of the cup at the bone/cement interface. Depuy cement was used in the primary surgery. (Right hip).

Manufacturer narrative:
Medical records and x-rays were provided and reviewed. Due to the length of time between date of insertion and date of revision, it would not be unexpected to observe poly wear leading to osteolytic defects as they were described within the complaint. Based on the performed investigation, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.